Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the endoscope controller (ec) involved with this complaint and completed the device evaluation. The reported failure was confirmed during failure analysis. The ec was installed into the test system, and the system generated error 45310 upon start-up. Error 45310 points to loss of both primary camera video inputs. The dual camera interface board (dcib) board was determined as the cause of the reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope controller (ec) for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a da vinci-assisted surgical procedure, it was reported that the system generated repeated recoverable 45310 errors. Customer performed a power cycle, but the issue persisted. Fse suggested to clean the contacts between the endoscope and endoscope controller (ec), but with no resolve. The procedure was converted to laparoscopic surgery with no report of patient harm or injury. The ec contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: fse confirmed the issue was identified after the patient was given anesthesia and post port placement(s). There were no issues noted during the set-up of the system. The patient tolerated laparoscopic surgery well, and there were no intra-op/post-op complication reported during this event. Due to the reported issue, there was a surgical delay of 30 minutes. An isi fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Fse replaced the ec to resolve the issue. The system was tested and verified as ready for use.